Event description:
It was reported that prior to starting a da vinci myomectomy procedure, during inspection of the pk dissecting forceps instrument, the scrub nurse observed that a pin at the wrist of the instrument was protruding. Inspection of the other side of the instrument's wrist found no protruding pin. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.